Event description:
A trilogy evo, o2 ventilator was reported to have had a ventilator service required alarm that was no further defined. There was no patient involvement, and no harm or injury reported. The device was returned to a third-party service center where device evaluation revealed a ventilator inoperative error code e-183 noted in the error log indicating a pressure sensor failure and requires replacement of the printed circuit board assembly. Additionally, ventilator service required error codes e-84 and e-160 were noted in the error log indicating the delivered oxygen concentration was not within the fio2 setpoint +/- 10%; the oxygen blending module (obm) is not recognized as being installed in the device. The evaluation determined the obm was contaminated and defective and required replacement. Additional findings not related to the malfunction/issue: the machine flow sensor, blower and one of the proximal in-line filters are contaminated and required replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.